Event description:
It was reported that when using one (1) bd vacutainer® ultratouch¿ push button blood collection set, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. Investigation summary: bd received 2 photos for investigation. One of the customer photos shows a device with blood leakage in the holder and a sleeve that is not properly recovered over the np cannula. Thirty (30) retained samples underwent functional tests for sleeve function testing and 2 of the samples failed testing as there was sleeve leakage observed due to poor sleeve recovery. Additionally, 30 retained samples underwent functional testing for retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.